Event description:
It was reported that the user¿s ilet dosing had been stopped and the user administered insulin injections, including 8 units of novolog, after which glucose readings reached 300 and were 317 at the time of the call; the agent assisted with a full supply change and site detachment, the user uses fiasp pump cartridges, and the ilet and freestyle libre 3 plus were successfully reactivated. Investigation of this case revealed no findings available and insufficient information regarding a device component, and the overall medical device problem could not be characterized. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.